Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event involved a plum 360 infusion pump and it occurred on an unspecified date . The customer stated a bag with a specific amount of fluid was programmed to run for a specific amount of time emptied before that time was reached. The pump indicated that the amount of fluid that actually pumped was significantly less than the amount that was supposed to be in the bag. It gave the staff the impression that all of the fluid was being infused into the patient quicker than expected and the staff did not see the rate being changed across the infusion. At one point it was reported there may be an issue with the b port but all of the tpn infusions are on the a port. The staff did not see any alarms that indicate the bag was empty before the pump infusion was complete for tpn infusions. The customer found the following errors but was not certain if they could have contributed to the event; n185 proximal occlusion at start up, n190 proximal occlusion a/air and n232 proximal air a. There was patient involvement; however there was no harm reported

Manufacturer narrative:
The event alarm log history and equipment was used for the investigation were as follows. Saline bag lot # 5604784, primary plum set list # 14679-28 lot # 5151926, secondary plum set list # 14230-28, lot # 5841433. Device passed visual inspection. No evidence of physical damage or contamination. Device passed all performance verification testing (pvt) most notably the volume accuracy test: results are volume accuracy of 100.00 %. Verified that the error alarm codes n185, n232, n190 were all present in the event alarm logs. During testing and running of the customer protocol the device did not alarm with any of these alarms that customer stated were present in the event alarm logs. Device functioned as specified. Could not confirm customer¿s complaint of the device performing an inaccurate over delivery. Probable cause was not found.